Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call sensor anomaly. Customer's blood glucose level was 180 mg/dl. It was reported that there was no sensor cannula after removing the sensor. Customer was advised to return the sensors and that replacement sensors would be sent out. The sensor will be returned for analysis.